Event description:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the battery service life expired. Device was in use when the issue was discovered, however, there was no injury or death reported. Based on the information available, the cause of the reported problem was confirmed and the cause of the reported problem was the expired battery service life, and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified, the customer claimed that the battery still works functionally. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Patient impact updated to no health consequences to the patient.

Event description:
It was reported the unit is experiencing a power problem. No patient involvement reported at this time.